Manufacturer narrative:
Technician found the bed in maintenance shop. Head of bed was drifting down. Replaced the head down valve (B)(6) to resolve this issue.

Event description:
Complaint alleged that the head of bed was drifting down.